Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head passed a bench systems test with a programmer. The rf head cable was moved back and forth from one end of the device to the other and never lost telemetry. The rf head failed all uplink amplitude tests during functional testing. The rf head cable found out of electrical specification. The rubber portion of the rf head label is missing. (B)(4).

Event description:
It was reported there was loss of telemetry / intermittent loss on the rf (radio frequency) head. It was also reported the clinic was using clothes and clip on cable to keep rf header from slipping. Fracture is suspected. The rf head was returned for evaluation. No patient complications were reported as a result of this event.